Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon fell apart and a piece wrapped around her iud string. She manually removed the tampon piece. She experienced cramping, chills, clamminess, vaginal odor and discharge. After she removed the tampon piece, the cramping went away but the other symptoms continued. She went to the ER and was diagnosed with bacterial vaginosis and prescribed flagyl. Doctor confirmed no tampon pieces remained inside. She finished the antibiotic and her symptoms resolved.